Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning triggered on the right ventricular (rv) lead defibrillator coil due to high impedance. In addition, there was a high threshold measurement observed. The rv lead remains in use. No patient complications have been reported as a result of this event.